Event description:
It was reported that epiq 7c ultrasound system displayed an image with reversed orientation when using the x8-2t transducer during clinical use. There was no patient or user harm associated with this event. A replacement transducer was sent to the customer to resolve their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.